Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The fluoro functions chips and board were reseated. The lemo connections were checked. The cable was flexed during fluoroscopy and checked. The system was tested and found to be working as intended and put back into service.

Event description:
The manufacturer's representative noted that the customer reported that the system produced an audible fluoroscopy tone after the button was released. No pt injury was reported.